Event description:
During exchange of the implantable cardioverter defibrillator for therapy upgrade, the triad shock lead impedance was greater than 200 ohms. The coil to can vector was between 102 ohms and 113 ohms. At this time, this right ventricular lead remains in service and no adverse patient effects were reported.